Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a cardiac tamponade was noted. The viewflex catheter was inserted into the right ventricle to confirm that there was no pericardial effusion prior to the procedure. A septal puncture was performed under intracardiac echocardiography, and a tactiflex, hd grid, and optima were inserted into the left atrium. Before starting the ablation, the patients blood pressure dropped, and upon checking the viewflex, a cardiac tamponade was observed.